Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they saw the settings not available message. Pt said today was the first time they saw the message. Pt was in group a. Agent instructed pt to switch group and adjust the intensity. Pt switch to group b and program 1 was at 3.6 but when pt adjusted the intensity they saw the settings not available message again. Agent reviewed information. Agent redirected pt to their doctor (hcp) to set up an appointment with rep to further address the issue. Additional information was received from the patient: when ask the cause of the settings not available message, the patient replied that the cause was not determined. The manufacturer¿s representative stated one of the leads is impeded so she adjusted the intensity of the settings. When asked what steps were taken to resolve the settings not available, the patient stated that the rep had adjusted settings and programs on (B)(6) 2026 and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), product type lead product ID 977a260 lot# serial# (B)(6), product type lead deleted code fdd: a0722. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the date they become aware of the impedance issue was 2026-apr-06. They stated that the impedance was of 40000 in the contact 6 on patient's right lead. The cause was undeterminable. The actions taken to resolve lead impedance was that the rep reprogrammed successfully around impeded contact on apr-06. The patient was satisfied at that visit.